Event description:
A patient alleged that he had experienced a reaction with symptoms of razor blade like urination, rashes, and loss of skin on his penal gland after he was exposed to metricide while getting a cystoscopy.

Manufacturer narrative:
It was reported that the scope used for the procedure was cleansed with the disinfectant and rinsed with water. The patient contacted the urologist; the urologist referred the patient to a dermatologist. The patient called his family doctor where he was prescribed antibiotics, cipro and difulcan, over the phone for what the doctor thinks may be a bacterial infection. On (B)(6) 2013, the patient returned to the urologist for a follow up where the patient was once again referred to a dermatologist. The patient's symptoms have subsided. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.